Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the cellulitis cannot be ruled out. Cellulitis is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 47-year-old male with newly diagnosed glioblastoma (gbm) started optune gio (B)(6) 2024. On (B)(6) 2025, the patient's caregiver informed novocure that the patient experienced cellulitis and sent photos to the oncologist, who advised temporarily discontinuing optune gio therapy. The caregiver planned to contact the primary care physician to request a stronger unspecified antibiotic prescription. On (B)(6) 2025, the caregiver confirmed that cellulitis persisted and another 10-day course of antibiotics was initiated. By on (B)(6) 2025, a third round of antibiotics was required, with approximately one week of treatment remaining, although the condition appeared to be improving. On (B)(6) 2025, the caregiver stated that the antibiotic course had been completed, but cellulitis had recurred. On (B)(6) 2025, the caregiver confirmed that treatment had not resumed, as the dermatologist prescribed three additional unspecified medications. The patient would not resume optune gio until the scalp was completely healed. On november 03, 2025, novocure received a medical record dated on (B)(6) 2025, which confirmed previous findings of scalp irritation and wounds requiring antibiotics, with optune gio temporarily discontinued on (B)(6) 2025. On (B)(6) 2025, the caregiver reported that an attempt to resume treatment the previous week was unsuccessful due to persistent irritation on the top and sides of the scalp. Multiple attempts were made to contact the prescribing physician, although no reply was received.